Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure, the navigation system entered admin screen without any prompt from the user. System became unresponsive after entering the admin screen. Force shutting down the system by unplugging the system resolved the issue and system was working normally. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.